Manufacturer narrative:
(B)(4).

Event description:
On 21may2019, an account from (B)(6) emailed to report an eye care provider¿s (ecp) patient (pt) experienced a power decrease due to an eye infection while wearing the acuvue oasys®1 day with hydraluxe¿ technology brand contact lens (cl). No further information was provided. No further contact can be made with the ecp or the pt. It is unknown which eye was involved in the event and the lot number is unknown. The suspect cl is not available for return. No analysis could be conducted. The event date is unknown. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. If any further relevant information is received, a supplemental report will be filed.